Event description:
Saline flushes get harder to push the farther down it is actuated. Consumer was not able to push down all the way on the plunger with multiple syringes of the same lot. Around 1ml-3ml left in each syringe. I have video as well, but not able to upload due to size constraints.